Event description:
Customer observed visible smoke from their abbott diabetes care device. Customer further reports when they "plug in the meter and it smoking". There was no report of fire, explosion, or shock. Customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on returned reader and no damage or evidence of fire was observed. No corrosion was observed. Reader did not turn on with button press, strip insertion or usb cable insertion. Reader was connected to computer and software and unable to recognize the reader. There was no evidence of smoke was observed. Visually inspected the returned usb charger and usb cable and no damage was observed. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the power adapter and the result was within the specified range (4.75v-5.25v). The returned reader was further investigated and de-cased and was placed into the reader test fixture to download log . Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed. It was observed that the usb port lifted off the solder pads. The damaged usb port does impact reader functionality and does contribute to the customers complaint. The returned battery voltage was measured and it was not within specification range. Thermal camera testing was unable to be performed as the port has been lifted off the solder pads which contributes to the reader ability to turn on. The current draw on the returned reader was within specification. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. Therefore, this issue is not confirmed to use due to damage usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer observed visible smoke from their abbott diabetes care device. Customer further reports when they "plug in the meter and it smoking". There was no report of fire, explosion, or shock. Customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.